Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and hellp syndrome ('complications of your pregnancies : with twins had hellp syndrome') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (with complications)". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hellp syndrome (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse)"), was found to have a pregnancy with contraceptive device ("pregnancy (with complications)") and twin pregnancy ("twin pregnancy") and underwent caesarean section ("c-section"). The patient was treated with surgery (salpingectomy and hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hellp syndrome, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, twin pregnancy and caesarean section outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The caesarean delivery occurred on (B)(6) 2015. The reporter considered caesarean section, dysmenorrhoea, dyspareunia, hellp syndrome, menorrhagia, pelvic pain, pregnancy with contraceptive device, twin pregnancy and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted on essure removal date (B)(6) 2016 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2020: quality-safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and hellp syndrome ('complications of your pregnancies : with twins had hellp syndrome') in an adult female patient who had essure (batch no. 869763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen, pelvic pain female, hellp syndrome, anaemia of pregnancy, sulfonamide allergy, multigravida, parity 2, termination of pregnancy, abortion, spontaneous abortion, lower segment caesarean section, bleeding menstrual heavy, dysmenorrhea, nabothian cyst and cystoscopy. Previously administered products included for an unreported indication: mirena from (B)(6) 2010 to (B)(6)2021. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hellp syndrome (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have a twin pregnancy ("twin pregnancy (conceived with ivf)") and pregnancy with contraceptive device ("pregnancy (with complications)/she has essure (conceived with ivf)"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy. Bilateral salpingectomy.). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the hellp syndrome, twin pregnancy, pregnancy with contraceptive device and dyspareunia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The caesarean delivery occurred on (B)(6)2015. The reporter considered dysmenorrhoea, dyspareunia, hellp syndrome, menorrhagia, pelvic pain, pregnancy with contraceptive device, twin pregnancy and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted on essure removal date (B)(6)2016. Essure insertion details: essure devices were placed in standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 4 coils left: 5coils. Cesarean section for twins/hellp at 35 weeks (conceived with ivf). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2011: tubes are permanently blocked. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: "pregnancy with contraceptive device, hellp syndrome and twin pregnancy". Lot number: 869763 manufacturing date: 2011-06 expiration date: 2014-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jan-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and hellp syndrome ('complications of your pregnancies : with twins had hellp syndrome') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (with complications)". The patient's medical history included cramp in lower abdomen, pelvic pain female, hellp syndrome, anaemia of pregnancy, sulfonamide allergy, multigravida, parity 2, termination of pregnancy, abortion, spontaneous abortion, lower segment caesarean section, bleeding menstrual heavy, dysmenorrhea, nabothian cyst and cystoscopy. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hellp syndrome (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse)"), was found to have a pregnancy with contraceptive device ("pregnancy (with complications)") and twin pregnancy ("twin pregnancy") and underwent caesarean section ("c-section"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy. Bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the hellp syndrome, pregnancy with contraceptive device, dyspareunia, twin pregnancy and caesarean section outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The caesarean delivery occurred on (B)(6) 2015. The reporter considered caesarean section, dysmenorrhoea, dyspareunia, hellp syndrome, menorrhagia, pelvic pain, pregnancy with contraceptive device, twin pregnancy and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted on essure removal date (B)(6) 2016 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: result unknown. Imaging procedure - on an unknown date: essure confirmation test not provided. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-dec-2020: pfs received. Event outcome updated to recovered of events pain, cramping, bleeding. Lab data was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and hellp syndrome ('complications of your pregnancies : with twins had hellp syndrome') in an adult female patient who had essure (batch no. 869763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen, pelvic pain female, hellp syndrome, anaemia of pregnancy, sulfonamide allergy, multigravida, parity 2, termination of pregnancy, abortion, spontaneous abortion, lower segment caesarean section, bleeding menstrual heavy, dysmenorrhea, nabothian cyst and cystoscopy. Previously administered products included for an unreported indication: mirena from (B)(6) 2010 to (B)(6) 2021. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hellp syndrome (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have a twin pregnancy ("twin pregnancy (conceived with ivf)") and pregnancy with contraceptive device ("pregnancy (with complications)/she has essure (conceived with ivf)"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy. Bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the hellp syndrome, twin pregnancy, pregnancy with contraceptive device and dyspareunia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The caesarean delivery occurred on (B)(6) 2015. The reporter considered dysmenorrhoea, dyspareunia, hellp syndrome, menorrhagia, pelvic pain, pregnancy with contraceptive device, twin pregnancy and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted on essure removal date (B)(6) 2016. Essure insertion details: essure devices were placed in standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 4 coils left: 5coils. Cesarean section for twins/hellp at 35 weeks (conceived with ivf) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: tubes are permanently blocked.. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: "pregnancy with contraceptive device, hellp syndrome and twin pregnancy". Most recent follow-up information incorporated above includes: on 31-dec-2020: medical record received. Previously reported following events "device ineffective [(she has essure (conceived with ivf)] and cesarean section (cesarean section for twins) were deleted. Pregnancy outcome was updated. This case is medically confirmed. Reporter was added. Follow up 9 and 10 processed together. On 4-jan-2021: medical record received. Historical drug lab data was updated. Essure lot number was added. Reporter was added. Follow up 9 and 10 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and hellp syndrome ('complications of your pregnancies : with twins had hellp syndrome') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (with complications)". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hellp syndrome (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse)"), was found to have a pregnancy with contraceptive device ("pregnancy (with complications)") and twin pregnancy ("twin pregnancy") and underwent caesarean section ("c-section"). The patient was treated with surgery (salpingectomy and hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hellp syndrome, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, twin pregnancy and caesarean section outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The caesarean delivery occurred on (B)(6) 2015. The reporter considered caesarean section, dysmenorrhoea, dyspareunia, hellp syndrome, menorrhagia, pelvic pain, pregnancy with contraceptive device, twin pregnancy and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted on essure removal date (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2020: pfs received : event "complications of your pregnancies : with twins had hellp syndrome" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (with complications)". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse)"), was found to have a pregnancy with contraceptive device ("pregnancy (with complications)") and twin pregnancy ("twin pregnancy") and underwent caesarean section ("c-section"). The patient was treated with surgery (salpingectomy and hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, twin pregnancy and caesarean section outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered caesarean section, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, pregnancy with contraceptive device, twin pregnancy and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-apr-2020: plaintiff fact sheet received: case was upgraded from non serious incident to serious incident. Event injury to herself was replaced with new events- pregnant with essure micro-insert, twin pregnancy, c-section, device ineffective, vaginal bleeding, menorrhagia, dysmenorrhea, pelvic pain added. Salpingectomy and hysterectomy was marked as an intervention to event pelvic pain. Reporter information, date of birth and lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.